Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device (vcd), the sealant came out of the shuttle when moving down from the handle to the sheath and the sealant was exposed during deployment. There was no reported patient injury. This was an interventional peripheral procedure using a retrograde approach. The user was mynx certified. The vessel type was arterial, and the stick location was the femoral artery. The device was removed from the package according to instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was not out of position. Hemostasis was achieved using a pad with patch. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle, the syringe was vacuum locked and connected to the device with the stopcock open, and the advancer tube was observed to have been deployed on the catheter shaft covering the balloons proximal tip. The sealant and the procedure sheath were not returned with the device. It was noted that the sealant sleeve was still in its manufacturing position, which indicated that the device may have not been inserted in an existing procedure sheath during the procedure. The condition of the returned device does match the description of the complaint. The shuttle cartridge and the black handle were inspected for damages and anomalies that may have contributed to the reported incident and none were observed. Per functional analysis, the advancer tube was pulled back proximally and found properly engaged to the distal tamp lock as received. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specifications. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure and no damages or anomalies were observed. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ could not be confirmed during analysis due to the condition of the returned device. Without the return of the sealant and based on the investigation performed, the exact cause of the reported incident could not be conclusively determined. The reported event may have been caused by a shuttle displacement, resulting in the sealant being exposed prematurely. However, the returned device performed as intended per the mynx IFU. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip vascular closure device, the sealant got out of the shuttle when moving down from the handle to the sheath and the sealant was exposed during deployment. There was no patient injury and the device will be returned for analysis. Hemostasis was achieved using a pad with patch. The type of procedure was interventional peripheral using a retrograde approach. The user was mynx certified. The vessel type was arterial, and the stick location was the femoral artery. The device was removed from the package according to IFU. The shuttle handle was not displaced. The sealant sleeve was not out of position.